Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the rotor was not in the home position. In the rotor alignment hole the orange marking was visible. A manual rotor alignment was done, and an invalidate home was performed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system¿s gantry door could not be closed. The site restarted the system, and after booting up the pendant showed a message that stated ¿for calibration press m-button.¿ the site tried to perform invalidate home by pressing the m-button, but the process would not finish. The gantry would move up, out, left, and right, and after that nothing more happened. The invalidate home process could not be finished, and the door was still open. It was noted that the pendant still showed the message. There was no patient present when this issue was observed.